Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset (por) with the partial por confirmed by (B)(4): xnmi interrupt occurred, error code 20-00-05.

Event description:
It was reported that upon interrogation the device displayed a code of 20-00-05 for a partial reset due to a flipped bit. After the reset the device was able to be restored to the original programmed settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.